Manufacturer narrative:
Investigation summary: bd received two hundred (200) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for larger than normal silica droplets was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of larger than normal silica droplets was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of larger than normal silica droplets. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before using bd vacutainer® sst¿ ii advance plus blood collection tubes seeing spots in the blood collection tubes. The following information was provided by the initial reporter: a report came in that the end user seeing ¿spots¿ in bd 367957 sst blood collection tubes.